Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had incorrect discrepancies on the compare report. A technical support specialist saved datasync debug logs and results of transaction creating the retry in ephi, followed (B)(4), and ensured the device communication with the server is now current.

Event description:
It was reported by the customer that a bd pyxis medstation es compare report showed discrepancies after refilling hydromorphone 1 mg and 0.5 mg, which had displayed zero quantities. Despite visible stock, the nurse couldn¿t access 0.5 mg. Post-delivery, machine inventory didn¿t match pharmacy counts: hydromorphone 1 mg showed 5/0/5 vs actual 2/5/5; 0.5 mg showed 10/0/4 vs actual 0/9/0. There were no adverse events or injuries reported based on this incident.